Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose level 430 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 230 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin was exited. Customer declined troubleshooting for high blood glucose level. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.